Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of extended charge time was confirmed via a device image. The device was tested on the bench and using our automated testing equipment and was found to be normal. No anomaly was found. It was believed that the extended charge time was caused by exposure to extreme cold temperatures.

Event description:
It was reported that during stock rotation the device was found to have an alert for extended charge time.